Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient weight: patient weight not provided.

Event description:
It was reported that the abutment screw became loose. The doctor retightened it and the patient was sent home.

Manufacturer narrative:
One (1) tsv® bellatek® flex abutment 4.5mm (d) 12mm (h) hexed (tf4121) was not returned for investigation as they remain in use. Visual inspection could not be performed. The investigation has been performed based on the available information using the item number along with the applicable instructions for use (IFU) and risk management file. The complaint addressed the 1st event for screw loosening. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. Per: no pre-existing conditions were noted on the complaint. Bone density type was unknown. The reported device was located on tooth site #30 (universal). Picture/x-rays: pictures or x-ray images were not provided. Review of appropriate documentation: instructions for use for zimmer dental implant systems 4894 rev 6 - 08/19. Tsv bellatek® express and bellatek® flex abutment and the tsv titanium asc screw products. ¿ p-texpflex rev. B ¿ 04/21. Information identified: single use. Single use: do not reuse tsv bellatek express and bellatek flex abutments and the retaining screw. Reuse of a single use device that has come in contact with blood, bone, tissue, body fluids or other contaminants may lead to patient or user injury. DHR review: DHR review was completed for the subject lot number (2020030504 ¿ tf4121). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review: a lot specific complaint history review was conducted for the subject lot number (2020030504-tf4121) and revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product for similar events (complaint category keyword: loosening). Post market trend review: may post market trending was reviewed and there were no negative trends or corrective actions for the reported event (functional loosening) and device (tf4121). Malf/event: based on the available information, device malfunction could not be verified and the reported event was non-verifiable. Sections updated: b4: date of this report. G3: date investigation was received.g6: type of report and follow up number. H2: follow up type. H3: device evaluated. H6: adverse event problem codes. H10: manufacturer's narrative.

Event description:
There is no update to the original complaint description provided.